Event description:
It was reported that during an interrogation, they found this right ventricular (rv) lead had decreased sensing, pacing lead measurements high measuring 1,300 ohms, and loss of capture. Additionally, there was premature ventricular contraction (pvc)s and inappropriate pacing due to undersensing. Subsequently, a lead revision procedure was performed, and they re-positioned the lead. The patient did exhibit palpitations. At this time, the lead remains in service. No additional adverse patient effects were reported.